Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was making a loud noise. The customer stated that the device is frozen and the time was not changing. Instructed the customer to remove the battery, but the device started beeping and turned off. Troubleshooting was performed. The device was rested for three minutes, and started counting up. Advised the customer to discontinue use of the device and to revert to back up plan. No further information was provided.